Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for 6 colony forming units (cfus) of gram-positive bacteria and staphylococcus coagulase negative. It was determined that this microbial detection was within the range of conformity (5 - 25 cfu¿s). The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water, and auxiliary water channel. The customer does not use a detergent during the pre-cleaning process. During the manual cleaning process, the customer uses mediclean forte, enzicure detergent and brushes the instrument channel, instrument channel port, and distal end/area around elevator. The customer uses reinigingsborstels 5mm 230cm rms (ref. (B)(4) brushes. The scope was not manually disinfected. For automated endoscope reprocessor (aer) treatment, a medivators toploader advantage plus machine is used with intercept detergent and rapicide a+b (disinfectant). The scope is stored vertically or horizontally in a simple cabinet without drying function. Olympus is the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for unknown colony forming units (cfus) of enterobacter cloacae. During the second sampling, the scope tested positive for unknown cfus of unspecified pseudomonas species. The issue was found post endoscopic retrograde cholangiopancreatography (ercp) procedure after reprocessing twice upon a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - light guide cover lens discoloration, charged coupled device cover lens glue white clouded - acoustic lens scratches - bending section rubber glue white clouded - key top 1 incised, cuts - angulation less or specified value, play however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.